Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer was emailed pump reset instructions by technical support, and no further follow-up was planned as customer stated they would call back if additional assistance was needed.